Event description:
A customer in the united states notified biomérieux of discrepant susceptibility results for cap survey strain (d-08) when testing with the vitek® 2 ast-gn70 test kit. The expected result for this ungraded survey alcaligenes faecalis strain is susceptible. On initial testing, the strain tested false resistant (mic >=128) for piperacillin/tazobactam using vitek 2 ast-gn70, lot 5900678403. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the us notified biomérieux of false resistant results for cap survey strain (d-08) when testing with the vitek 2 ast-gn70 cards. The alcaligenes faecalis ssp. Faecalis strain resulted in mics => 128 (r), <= 4 (s), and 64 (I) for piperacillin/tazobactam (tzp) with their original strain and 64 (I), <= 4 (s) with their back-up swab. The expected result was susceptible. The strains were submitted for investigation. Investigation details: the customer's submitted strains and the biomerieux internal cap d-08 survey strains were subcultured on tsab agar, identifications confirmed as a. Faecalis ssp faecalis, and testing included ast-gn70 cards from customer lots (5900755403, 5900678403) and a random lot (5900623403) as well as broth microdilution (bmd) as the reference method for tzp03n formulation on this card. 911733 (customer's original d-08 strain): two cards tested gave a resistant mic => 128 and the third card mic = 64 (I). Bmd gave a susceptible mic <= 4. 911734 (customer's back-up d-08 strain): all three cards tested gave a resistant mic => 128. Bmd gave a susceptible mic <= 4. 911704 (biomerieux internal d-08 strain): on two of the ast-gn70 cards, tzp mic = 64 (I) and on the third card mic <= 4 were obtained. Bmd gave a susceptible mic <= 4. Card and reference method are in agreement for one card while demonstrating an essential agreement error with a minor category error for the remaining two cards. Qs performed a tw search for all complaints against ast-gn70 card lots 5900755403 and 5900678403 returning three and one complaint respectively. A review of these complaints did not indicate a trend for these card lots. This investigation duplicated the customer's inconsistent results. This atypical survey strain will be added to the r&d stock collection.